Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure, the pulse generator's right ventricular setscrew could not be released. The pulse generator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis found that foreign material present in the connector block thread area prevented release of the right ventricular setscrew.